Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 2.2 retractor band was damaged and position sensor was not reading properly. A field service engineer (fse) replaced retractor band and position sensor to resolve the issue. Further the fse found that because of bad slides the open close sensor was not reading properly. Then the half height matrix drawer was replaced from greenbaum over to osborn. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, main drawer 2.2 failed. Customer troubleshooted with reboot and recover but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.